Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient was currently in the hospital emergency room with a blood glucose greater than 500 mg/dl, with nausea and vomiting. The reporter is unable to give details at this time, but reports that the health care provider states the pump should be replaced, this complaint is being reported because the patient experienced hyperglycemia and the pump could not be eliminated as a cause of /contributor to event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.